Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been experiencing pain when they try and adjust it. They have turned off then turn back on still pain. The patient can't find relief and are leaking now. Additional information was received from the patient. Patient called and gave more information about their reported event. The patient stated around 10 days ago they felt like their symptoms had returned (they had a full-blown accident where they had to shower and change clothes). The patient stated they got home and increased the stimulation, and they got a pain like they were hit by a softball at full speed at their ins site that went all the way down to their ankle. The patient stated about 3 days later they thought "I didn't need to increase the stimulation, this wasn't a therapy thing, it was because I'd eaten activia yogurt". The patient stated they turned the stimulation down but they still had a lot of pain. The patient stated they felt the implant when they sat on it, it was uncomfortable because they felt it and it felt like the implant was moving around. They were just in a lot of pain. The patient denied having had any traumas or falls that led to the event and that everything just started 10 days ago. Patient services directed the patient to follow up with their managing health care provider (hcp). The patient stated they would turn the ins off to see if that resolved the pain and then maybe switch to another program but that they would send a message to their hcp about the issue.

Event description:
Additional information was received from the patient. The cause of the pain like they were hit by a softball was unknown. Program 4 did not do well with them so they changed to program 5. The pain stopped and they no longer felt pain. They were unable to see their doctor but the doctor was made aware of everything including the program change that took care of the discomfort and pain. The issue was resolved. When asked what steps were taken to resolve the implant moving around, they reported they will not be going back to program 4. This issue was reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.